Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had uncomfortable stimulation since yesterday.

Event description:
Additional information received 6 weeks later reported that they received a new patient programmer and the system had been working wonderfully. They were able to adjust stimulation to a comfortable level and the patient¿s pain control had been good.